Event description:
The customer reported that when an attempt is made to secure the side b panel the teeth on the zipper will not align. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4): zipper teeth not aligning. Results: eval of the returned product found that on panel side a the zipper slider body is open. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. MFR references file # (B)(4).